Manufacturer narrative:
(B)(4)

Event description:
The complainant reported that the philips intellivue information center (piic) ix reboots while attempting to discharge a patient. No adverse patient effects experienced.